Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2005: pt was implanted with a bard/davol perfix plug,during a right inguinal hernia repair procedure; (B)(6) 2011 - the surgeon found entrapment of the ilio-inguinal nerve in the mesh; (B)(6) 2011 - the surgeon found erosion of the mesh plug through the deep inguinal ring; (B)(6) 2012 - the surgeon found residual mesh adhered in the medical aspect of the right groin, which the surgeon had to chisel out. The attorney alleges the pt incurred the pain and inconvenience of the surgeries and the pain from the mesh entrapping, eroding and adhering to his nerves and structures.

Manufacturer narrative:
Currently, it is unk to what degree the device may have caused or contributed to the reported event. No conclusions can be made at this time. We have requested additional info from the attorney. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
Supplemental to the original report. This addendum is being sent to provide additional information. A review of the device history records found no anomalies. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to show the correct catalog and lot number for the bard/davol perfix plug. A device history record review is being performed. Additional information will be supplemented once received.